Event description:
During an MRI procedure, an unresponsive pt was being monitored with an ECG monitor, after approx 2 hours of scanning, the pt was returned to the intensive care unit, and 3 of the 4 ECG electrode skin sites were reddened and skin burns had formed where the 3 electrodes had been placed. The skin burns were treated by the hosp staff. The pt was discharged/transferred from the hosp 3 weeks following the event, still in the unresponsive state (which was related to her disease state), and unrelated to the reported skin burns.